Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] ¿inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had an air/water supply failure. The issue was observed during a diagnostic (endoscopic observation only) procedure. The procedure was completed with the same device as it was still usable. The device was returned to olympus for a device evaluation and foreign material was found in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle the water removal ability did not meet the standard value, due to clogging of the nozzle the water supply volume did not meet the standard value, switch 4 had wear, switch 1 had a scratch, due to a scratch on switch 1 the water tightness was lost, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the adhesives around the objective lens had a white-clouded area, the adhesives around the light guide lens had a white-clouded area, distal end had a dent, the bending section cover rubber had a scratch, the adhesive on the bending section cover rubber had a chip and a white-clouded area, and the paint on the suction cylinder was peeled. The device was cleaned, disinfected, and sterilized, flushed the air/water nozzle with air/water with no abnormalities observed. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges, flushed the air/water nozzle / channel with the detergent solution. No delays or abnormalities were observed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.